Manufacturer narrative:
Block h6 impact code f2202 captures the reportable event endoscopic procedure. Impact code f2203 captures the reportable event imaging required. Device code a1406 captures the reportable event of hyperinflation. During the investigation it was noted the balloon was returned deflated. Also, it was found that the balloon was discolored from methylene blue. According to the instructions for use IFU. The igb is places in the stomach and filled with sterile saline. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications. Block h11 blocks b5, d6a and d6b have been updated based on corrected.

Event description:
It was reported to boston scientific that a bib intragastric balloon system was implanted into the patient on an unknown date. The patient began experiencing nausea and pain 20-30 days post-procedure with progressive worsening. On (B)(6) 2023, an x-ray confirmed that the orbera balloon hyperinflated. There were no other patient complications as a result of this event. The patient's starting weight was 82 kg and the patient's weight at the time of the event was 75 kg. Note - it was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use IFU, the igb is placed in the stomach and filled with sterile saline.

Manufacturer narrative:
Block h6: impact code f2202 captures the reportable event endoscopic procedure. Impact code f2203 captures the reportable event imaging required. Device code a1406 captures the reportable event of hyperinflation. Block h11: blocks b5, d6a and d6b have been updated based on corrected.

Event description:
It was reported to boston scientific that a bib intragastric balloon system was implanted into the patient on an unknown date. The patient began experiencing nausea and pain 20-30 days post-procedure with progressive worsening. On (B)(6) 2023, an x-ray confirmed that the orbera balloon hyperinflated. There were no other patient complications as a result of this event. The patient's starting weight was 82 kg and the patient's weight at the time of the event was 75 kg. Note: it was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU), 'the igb is placed in the stomach and filled with sterile saline.'

Manufacturer narrative:
Block h6: impact code f2202 captures the reportable event endoscopic procedure. Impact code f2203 captures the reportable event imaging required. Device code a1406 captures the reportable event of hyperinflation.

Event description:
It was reported to boston scientific that a bib intragastric balloon system was implanted into the patient on an unknown date. The patient began experiencing nausea and pain 20-30 days post-procedure with progressive worsening. On (B)(6) 2023, an x-ray confirmed that the orbera balloon hyperinflated and the balloon was explanted. The patient lost 12kg during the treatment period.